Event description:
Our MDR - inappropriate shock therapy was delivered twice due to noise. At implant in 2008, the lead impedance was 700 ohm. However, on (B)(6) 2011, the impedance fell to 494 ohm and a revision was performed to replace the lead. When the lead was reconnected to the generator, the noise disappeared. Thus, the physician judged that it was highly likely that a loose-pin was the cause of the event and finished the procedure without changing the lead. However, noise reoccurred when the pt returned to his bed from the operating room. Therefore, it was suspected that either the lead or the generator was the root cause. On (B)(6), another revision was performed to replace a whole system, but the lead could not be explanted and only generator was explanted. During this procedure, noise was confirmed when the lead was measured with psa. Therefore, it is assumed that either lead damage or generator abnormality was attributed to the event.

Manufacturer narrative:
Ous MDR - upon receipt, the device was interrogated, revealing the battery status mol1. The device was implanted for 28 months and 55 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or mfg problem. The memory content of the device was inspected. During the analysis of the available iegm's, noise was confirmed in the right ventricular channel. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached.